Manufacturer narrative:
Section g3 - PMA/510(k) #: corrected. Section h6 - medical device problem code: corrected. Manufacturer¿s investigation conclusion: the reported event of a low voltage hazard alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event dates of 02feb2025 ¿ 04feb2025 were reviewed. The log file captured a low voltage hazard alarm on (B)(6) 2025 from 01:59:34 to 01:59:37 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if the mpu has a v-lock connector on the ac power cord, if the ac power cord was disconnected from wall power, if there were any environmental circumstances that would have affected ac power at the time of the event, and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the mobile power unit was not reported with the event. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing backup battery (ebb) faults alarms since 1am this morning. Log files were sent for review and captured low power hazard and power cable disconnect events on (B)(6) 2025. This was caused by power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events. The log file captured ebb faults on (B)(6) 2025 which resolved & again on (B)(6) 2025 due to the ebb failing the load test.